Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable connectors were cleaned and reseated. The sys was then found to be operating as intended.

Event description:
The customer reported that the screen was black. Further investigation determined that the sys was arcing, causing an intermittent loss of live image. There is no report of pt injury associated with this event.